Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was pre-dilated and the 3.0x38mm promus element stent was advanced, however, encountered resistance advancing. The device was able to reach the target lesion with the assistance of an additional catheter. The stent delivery balloon was inflated and the stent was deployed without issue. Several attempts were made but was unsuccessful. Patient was becoming ischemic. Deflation was attained using a syringe. Upon removal of the stent delivery catheter a kink was noted at the monorail exit port. No further patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was pre-dilated and the 3.0 x 38 mm promus element stent was advanced however encountered resistance advancing. The device was able to reach the target lesion with the assistance of an additional catheter. The stent delivery balloon was inflated and the stent was deployed without issue. Several attempts were made but was unsuccessful. Patient was becoming ischemic. Deflation was attained using a syringe. Upon removal of the stent delivery catheter a kink was noted at the monorail exit port. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the catheter was received for analysis without the stent. The balloon was deflated. A visual and microscopic examination found that the tip was damaged. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The inflation lumen was found to be severely damaged/ twisted at the midshaft over a length of 27 mm just proximal to the port. This type of damage significantly obstructs flow in the lumen. The hypotube was bent along its length. This damage could have been caused when twisting the device during the procedure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the guidewire lumen and the damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).